Event description:
A (B)(6) male pt contacted zoll customer support to report check belt alarms. Support reviewed the pt's download which revealed flat-line signals on both channels. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms / flat line signals) has been confirmed. As received, the belt failed the fall-off test. Upon eval, the violet (agnd) wire was internally shorted between ECG electrodes c and d. The cause of the check belt alarms is flat-line signals on the fb and ss channels. The cause of the flat-line signals is the shorted wire. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the shorted wire. The pt received a replacement electrode belt.